Manufacturer narrative:
This MDR is being filed retrospectively. Removal action for affected lots was implemented at the time. No affected products exported to u.s.

Event description:
The icp - monitors are used for the continuous monitoring and display of the actual diastolic, systolic and median intracranial pressure. During ongoing internal tests a false icp value could be observed sporadically. However, spiegelberg is not aware of any adverse events in the field. A false display of icp, which by itself cannot be identified, cannot be excluded. As a potential cause for the observed malfunction, a plastic connector has been identified. Through this connector, the icp reading is transmitted for evaluation. Due to the undesired conductivity between at least two electrical contacts, the transmitted signal can be influenced.